Event description:
As it was reported by the sales-rep via phone: a patient was admitted for stenting of a heavily calcified lesion in the right common iliac artery. A genesis 8.0 x 39mm stent was chosen for the procedure. The stent delivery system prepped normally. There were no difficulties experienced advancing the device to or across the target site. When the device was deployed, the balloon burst at 2 atms of pressure. The stent did not deploy at all and was easily withdrawn from the patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.